Manufacturer narrative:
The reported event was duplicated. During the onsite device evaluation, any light forces applied to the io-tablet or base pole of the system were found to disrupt the video signal. The cables were then replaced, after which the system functioned properly

Event description:
It was reported that the surgeon's monitor failed to work while using the stryker nav3(tm) platform during a total hip replacement procedure. The staff then attempted to use a replacement screen which did not work. Finally, the tablet only was used but the system would not allow the user to move forward at this point and the screen of the tablet turned blue. A one hour delay resulted. The case was completed successfully using traditional methods. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the surgeon's monitor failed to work while using the stryker nav3(tm) platform during a total hip replacement procedure. The staff then attempted to use a replacement screen which did not work. Finally, the tablet only was used but the system would not allow the user to move forward at this point and the screen of the tablet turned blue. A one hour delay resulted. The case was completed successfully using traditional methods. There was no medical treatment or intervention required as a result of the event and no adverse consequences.